Event description:
It was reported that during testing conducted by a MFR field svc technician, the drill attachment heated up. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill attachment was returned to the MFR and the complaint was confirmed. Internal components were evaluated which revealed corrosion and debris throughout the device, including the bearings. Corrosion and foreign debris contamination can cause excessive friction among rotating components, which can result in heat being generated. The drill attachment could not be repaired and therefore was not returned to the user facility.